Manufacturer narrative:
Batch review performed on (B)(6) 2020, lot 1903270: (B)(4) items manufactured and released on (B)(6) 2019. Expiration date: 2024-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and poly-swap 7 months after primary. The surgery was completed successfully.